Event description:
It was reported that the ilet user navigated out of the change cartridge and tubing sequence during a supply change and became confused, after which troubleshooting and education were provided to guide the user back to the sequence and complete the infusion set and cartridge change. There were no reported adverse clinical effects. Outcomes included successful completion of the supply change without alerts or alarms, and no medical intervention. Investigation included customer interview and device use review focused on supply change workflow and user interaction. Investigation of this case revealed user confusion and use error during the supply change process without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error attributable to use difficulties with the supply change sequence.